Event description:
The customer's wife reported via phone call that the insulin pump had a button error alarm. Customer's wife reported that the error alarm had been a recurring issue for a week leading up to the call. Blood glucose level at the time of the incident was not provided. The customer's wife was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Pump was received with unresponsive buttons due to keypad connector (j2) on lcd board unlocked. No button error alarm noted during testing. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.